Event description:
On [date redacted], an elderly patient presented for an elective aaa endoleak embolization. During the interventional radiology procedure, the microcatheter separated prematurely and was unable to be retrieved, resulting in incomplete removal of coil device. There were no immediate clinical effects to patient.